Event description:
It was reported that the balloon ruptured and became caught in stent, requiring additional interventions for removal. The target lesion was an area of in-stent restenosis (isr) located in the subclavian vein. A 12.0 x40, 75cm gladiator elite was selected for angioplasty. During the procedure, it was noted that the balloon ruptured and became caught in stent. Upon attempting to remove the balloon, it became detached at the proximal end of the balloon, where it is fixed to the delivery shaft, and became an embolus. The physician attempted to snare but was unable to properly visualize the balloon once it became detached. The patient was then escalated to hospital transfer for further intervention using CT guidance by an interventional radiologist (ir). The detached fragments were recovered under CT guidance, and the patient fully recovered.